Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that electrodes 0-7 were out of range since the patient¿s last appointment; the device diagnosis was high impedance. It was noted that the event was related to the device or therapy and not related to the implant procedure. Interventions taken included reprogramming the neurostimulator on (B)(6) 2019. The outcome of the event was noted to have been unresolved with no further actions planned. No patient symptoms were reported. No further complications were reported/anticipated.